Manufacturer narrative:
The device has not yet been returned for evaluation. If additional information becomes prior to the conclusion of the investigation, a supplemental report will be filed.

Event description:
It was reported, the evis exera iii video system center would not produce an image while in use. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturer¿s investigation. A device evaluation, and a review of the device history record (DHR) was conducted during this investigation. The device in question was returned and evaluated. The user request was confirmed, but the socket was not causing the image issue with the 180 scopes. A full inspection was performed on the unit, and it failed the inspection for not producing an image due to a faulty ap and dr patient board. Additionally, it was recommended that the unit¿s software be updated. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. Based on the manufactured date, the device is a product before countermeasures due to a change in the operational amplifier circuit design of the dr board. Therefore, it is presumed that the reported event was caused by the failure of the operational amplifier. Olympus will continue to monitor the field performance of this device.